Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, autoimmune reaction. (B)(4).

Event description:
It was reported (via FDA mw5085352) that a (B)(6)-year old female patient who underwent breast prostheses implantation revision procedure with two 420 cc mentor smooth round high profile saline breast prostheses, suffered several unexplained systemic symptoms, including pain in extremities, weakness in extremities, extreme fatigue, severe raynaud's syndrome in hands, in wheelchair for four days, countless trips to doctors and emergency rooms that determined scleroderma that was possibly caused by implants. The patient also had bilateral capsular contracture baker grade unknown. As a result, the patient underwent bilateral removal on (B)(6) 2019, and it was noted that since the removal, there was already improvement in the pain, weakness, fatigue, breathing, and the raynaud's. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the left breast prosthesis.